Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor would not locate the charger for downloading. A patient service representative was dispatched to assist the patient and reported that the patient's charger would not power on. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reporter problem (charger problem) was confirmed. Upon evaluation the battery charger/modem was unable to fully power on. The cause for the failure was isolated to a corrupt sd card. Cause of the corrupted sd card was unable to be positively identified. No adverse event resulted from the defective batter charger. The patient was issued a replacement charger.